Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the cordless driver high speed bur attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, debris was found on the gearhouse bearing. The device was discarded by the manufacturer.